Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the positioning issues has been completed. The device was not returned for investigation. Per the given clinical information, the patient was vigorously moving during and after transfer from another hospital. The cause of the bleeding was high patient act values. The root cause of the positioning issue was patient movement.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows:¿assess access site for bleeding and hematoma.¿¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The us complainant reported that despite the blue suture pad being hubbed out and angle matched, the patient developed significant sized hematoma post implant of the impella cpand dressing. Patient received one unit of prbc's to increase hemoglobin, heparin was halted due to bleeding, and manual pressure was applied to the hematoma. Additionally, staff noted that the bedside echo showed the impella cp was deep at 4.7 cm. The staff pulled back cautiously measuring 3.4 cm from aortic annulus. The patient was on impella cp support for 52.25 hours before the patient expired. The patient had a dnr. No allegations were made towards the impella cp for cause of death.